Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: "it occurred to an accessory of the sher-I-bronch. A tube connecting swiv connector and y connector disconnected while in use. (Only clamped one came off)". The tube disconnected easily when it was clamped. Defect was discovered during a ventilation treatment on the pt. There was no harm to the pt.